Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with serter, blood in cannula and high blood glucose levels. The customer states their levels had risen to 465mg/dl. The customer states they removed the cannula and noticed it was full of blood. The customer states the tape sticks to the side of the serter. The customer was advised the serter would be replaced and returned for analysis.